Manufacturer narrative:
Manufacturing year 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon did arcuate incisions with the catalys system. When the surgeon got the patient to the operating room he noticed that the arcuate incisions had been place too far inferiorly on the cornea compared to where he had wanted them to be placed. As a solution, to get the result he wanted, the surgeon extended the laser created arcuate incisions with a blade. Post operatively he discovered that this patient, who also received a symfony toric iol, was significantly overcorrected with regards to his astigmatism. Application support manager (asm) reviewed the catalys report for the patient with the surgeon. The asm noted that the limbal surface fit was not properly fit. He coached the surgeon on the importance of the accuracy of this surface fit with regards to arcuate and incision placement. Surgeon stated he understood. The patient may need an iol exchange as a result of this issue however; the surgeon will make that decision at a later date. The surgeon indicated there would be no more additional information provided.

Manufacturer narrative:
Additional: in the initial report the manufacturing year was only provided, however, the month of march is provided in this follow up report. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.